Event description:
Patient contacted dexcom technical support (B)(6) 2014 and claimed that on (B)(6) 2014 cgm displayed inaccurate values. At the time of the call, patient reported no injuries or medical intervention.